Manufacturer narrative:
Initial reporter facility name e1: (B)(6) hospital affiliated to (B)(6) university. Device is a combination product. Device evaluated by MFR: promus premier ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32 x 3.50mm promus premier stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The device was removed and changed with another of the same device and the procedure was completed. There were no patient complications reported and patient was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 32 x 3.50mm promus premier stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The device was removed and changed with another of the same device and the procedure was completed. There were no patient complications reported and patient was stable.